Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that only the dislodged stent implant and snare device were returned. There was blood on the stent implant and on the snare device. There was no contrast visible. The distal end of the stent was mangled. The remaining length of the stent implant was stretched. There was one broken distal strut. There was no other damage noted to the stent implant. The sds was not returned for analysis, which may have assisted in determining a cause of the reported difficulties. However, analysis noted blood on the returned stent implant and snare device, which is consistent with use inside the body. The stent had one broken distal strut, the distal end was mangled, and the remaining length of the stent implant was stretched, however, this is consistent with use of a snare device and/or further handling after the procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Reportedly, after the failed attempt to cross, multiple attempts were made to pull the sds back into the guiding catheter. It should be noted that the promus instructions for use (IFU) states: should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused disruption of the stent on the balloon. Then, during retraction of the sds, the damaged stent struts would have interacted with the anatomy and/or guiding catheter, further contributing to difficulty to remove the sds and the stent dislodging from the balloon. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A guide wire and balloon catheter was advanced in unsuccessful attempts to retrieve the stent. However, the stent was finally removed with a snare device. The guiding catheter was then replaced with a 7fr guiding catheter and a perforation was noted at the area where the stent was removed. The perforation was successfully treated by balloon inflation at 20 atmosphere. Perforation is a known adverse event as listed in the promus IFU as a no-fault complication. Although a conclusive cause for the reported perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the product manufacturing records did not reveal any nonconforming material records associated with this report. In this case, although a definitive cause of the difficulty to remove the sds cannot be determined, the failure to cross and stent damage appear to be related to operational context.

Event description:
It was reported that during angioplasty, after predilatation at 20 atmospheres (atm), the stent system would not pass the right coronary artery (rca) lesion, then could not be retracted into the sheath. Multiple attempts were made to pull the stent system back into the guiding catheter. The stent delivery system was removed, but after removal, it was noted that the stent was no longer on the balloon. The stent was found in the right groin at the edge of the guiding catheter, therefore a guide wire was advanced, then a balloon, in an attempt to retrieve the stent. After several attempts, the stent was removed with a snare without removing the guiding catheter. The guiding catheter was then replaced with a 7 (B)(6) guide cath. A perforation was noted at the area where the stent was removed. It was successfully treated by balloon inflation at 20 atm. The physician completed the procedure with successful stenting of the rca. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4) incorrect removal. (B)(4). The device is expected to be returning. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.